Event description:
The investigation determined an ortho field engineer (fe) sustained a cut to their right-hand thumb from a metal cap when attempting to open a vial of vitros calibrator kit 3. Based on a medical consult with ortho medical safety officer, dr (B)(4) on 06 may 2022 regarding the event, if the affected thumb had direct contact with the components in the vial of the calibrator kit, since the sds states that this product contains human blood derivatives and no known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. Therefore, ortho is deciding to conservatively classify this event as a serious injury. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined an ortho field engineer (fe) sustained a cut to their right-hand thumb from a metal cap when attempting to open a vial of vitros calibrator kit 3. The ortho fe was not wearing gloves at the time of the event. The cut was washed with water and bandaged. The fe did not receive medical treatment for the cut and that the current condition of the fe is okay. (B)(4).